Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: never force the instrument into the channel. Do not angulate the scope tip when the needle tip is in the scope¿s bending area. Retract the needle tip(s) into the metal hub prior to removal from the channel. Remove the instrument from the channel in a continuous retrograde motion. Minimize the channel bends when removing the instrument from the scope. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the mw-319, wang needle 4/cs was being used on (B)(6) 2023 during a tbna (transbronchial needle aspiration) procedure and ¿during the tbna sampling performed in our institution on (B)(6) 2023, the internal needle inserted through the device (wang transbronchial histology needle mw-319 (21g or 19g), lot number:201901071. Expiry:06.01.2024) remained in the carina after the sampling when the device was withdrawn. The case was fortunately resolved given that as a consequence of coughing following the examination, the needle was coughed up, wedged in the patient's soft palate, which was removed at the ent clinic.¿. There was no injury or impact to the patient or user. The procedure was completed with an alternate same device. Further assessment was sent; however, the reply given was "for the moment I do not have further information concerning this issue". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the mw-319, wang needle 4/cs was being used on (B)(6) 2023 during a tbna (transbronchial needle aspiration) procedure and ¿during the tbna sampling performed in our institution on (B)(6) 2023, the internal needle inserted through the device (wang transbronchial histology needle mw-319 (21g or 19g), lot number:201901071. Expiry:06.01.2024) remained in the carina after the sampling when the device was withdrawn. The case was fortunately resolved given that as a consequence of coughing following the examination, the needle was coughed up, wedged in the patient's soft palate, which was removed at the ent clinic.¿. There was no injury or impact to the patient or user. The procedure was completed with an alternate same device. Further assessment was sent; however, the reply given was "for the moment I do not have further information concerning this issue". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.